Event description:
It was reported that a progav shuntsystem (part # fv414t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 months, height: 70 centimeters (cm), weight: 5 kilograms (kg), gender: male.

Manufacturer narrative:
Manufacturing and quality control data the progav® shunt system was manufactured by a qualified employee in december 2021. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav® shunt system is comprised of a progav® adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o and a shuntassistant® fixed pressure valve with a fixed pressure range of 25 cmh2o. The shunt system was inspected as article f414t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operates within the accepted tolerance in both positions. Adjustment test: the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the both valves/ shunt system more visible, they were colored using a staining solution. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test / adjustability test was already carried out after the revision at the hospital. Based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valves were operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.